Event description:
A bilateral tmj replacement patient responded to the tmj tracking letter that she had a revision of the biomet implants. Upon follow up with the surgeon's office, they confirmed the patient had a revision of the right side due to dislocation. The right biomet joint was removed and replaced with tmj concepts implants. The surgeon confirmed the left biomet joint remains implanted. At this time no additional information or operative records have been provided.

Manufacturer narrative:
The package insert for this products states dislocation is a possible adverse event. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report six of six for the same event, see also 1032347-2015-00310, 1032347-2015-00311, 1032347-2015-00312, 1032347-2015-00313 and 1032347-2015-00314.